Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, white foreign material was found in the air water cylinder and tube. There was no patient involvement.